Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The customer's address is unknown. (B)(6) USA has been used as a default. The initial reporter also notified the FDA on 10 november, 2020. Medwatch report # mw5097597. Report source other: medwatch report. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined. Rationale: no CAPA required.

Event description:
It was reported that syringe 3ml ll 200 s/c had cracks. The following information was provided by the initial reporter: material no: 309657, batch no: 0155075. It was reported that the syringe has cracks in it.